Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 completed site name: (B)(6) hospital.

Event description:
It was reported that before use during demonstration of operation, the cardiosave intra-aortic balloon pump (iabp) reported automatic inflation failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: e1, event site telephone should read (B)(4). Not put in field due to character limit. A getinge field service engineer (f)se evaluated the unit for the reported malfunction. The fse tested the balloon on site, checked that the equipment was in normal condition, and that all performance test indicators met the requirements. The machine performance was normal, and it was delivered to the customer for normal use. The correct operation method of the equipment was demonstrated, and the customer was reminded to use the equipment in a standardized manner and contact the manufacturer's service personnel in time if there were any problems.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.